Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received no delivery alarm. Customer's blood glucose level was unknown. Customer was performing displacement verification test and the test was failed. Insulin pump will be returned for analysis.